Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and product problem. The device remains implanted. No further complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4). Total number of events summarized - 134. Ams miniarc precise single-incision sling system - 27. Ams miniarc sling system - 107.